Manufacturer narrative:
The related quality control the customer provided does not show any sign of the reported issue. The available reaction monitors do not show any abnormal signal. The customer provided the daily alarm trace for the issue time frame. There are 18 sample aspiration alarms on all existing analytical modules indicating a sample quality issue. The sample quality issue explains the reported event.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for multiple assays for two patient samples from the cobas 8000 cobas c 701 module. Of the data provided, only the following results were discrepant. Sample 1: initial creatinine result was 1 umol/l and the repeat result was 533 umol/l. Initial urea result was 0 and the repeat result was 12.4. No unit of measure was provided. Sample 2: initial hdl result was 0.01 mmol/l and the repeat result was 1.51 mmol/l. Information concerning if any erroneous result was reported outside of the laboratory was requested but it was unknown. There was no allegation of an adverse event. The reagent lot numbers and expiration dates were requested but were not provided.